Event description:
User had issue with sodium since 2008. The following month, erroneous results were generated. Two patient samples were involved. Sample 1 initial result 130 mmol/l, repeat results 142 mmol/l, 141 mmol/l and 127 mmol/l. Sample 2 initial result 127 mmol/l, repeat results 140 mmol/l, 141 mmol/l and 138 mmol/l. Neither erroneous results were reported. The field svc rep was unable to find a cause and adjusted the maintenance settings. Performance tests were performed.